Event description:
The customer reported that image interference was observed during inspection for use in an unspecified procedure involving an olympus colonovideoscope. The customer stated the issue was possibly associated with the presence of internal moisture in the equipment. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: cause traced to a component failure of internal moisture in the equipment. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. The date of the event is unknown. Additional information will be provided if available.